Event description:
It was reported that (1) er320 device was used during a laparoscopic cholecystectomy procedure. It was reported by rep that the clip misfired. A second er320 was opened to complete the case. There was no consequence to the pt.